Manufacturer narrative:
Insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. Moisture damage on the electronics assembly, motor, and vibrator assembly during visual inspection. Unit received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that he wore the insulin pump in the pool. The screen was foggy and the insulin pump did not seem to respond. When he attempted to bolus the numbers scrolled. Fluid was under the lcd display. Customer's blood glucose level was 190 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.